Event description:
This pt had a right total knee in 1996, pt has had increasing pain since that time. Pt is unable to walk any distance without pain/ pt is unable to perform activity of daily living. This pt was admitted to this facility for a revision for the right total knee. All components were removed and replaced.